Event description:
It was reported that the patient underwent an l3-4 and l4-5 posterior lumbar spinal fusion using rhbmp-2/acs. Reportedly, post-op the patient developed injuries including bone overgrowth and chronic pain. The patient has pain, suffering, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2003: the patient underwent a MRI of the lumbar spine due to low back pain. Impression: there is mild disk space narrowing at l1-2 and at l2-3. There is a mild centrally herniated disk at t12-l1. Mild central herniated disk is also seen at l1-2. There is a mild bulging of disk material at l2-3. There is a large centrally herniated disk at l4-5 and there is a moderate size herniated disk seen centrally at l5-s1. On (B)(6) 2013: the patient presented with back pain and anxiety, with some numbness and tingling in his legs at times. Diagnoses: low back pain due to failed back surgery; s/p lumbar laminectomy and fusion; s/p spinal stimulator placement. On (B)(6) 2013: the patient presented with back pain and anxiety. Diagnoses: postlaminectomy syndrome of lumbar region; anxiety state, unspecified. On (B)(6) 2013: the patient presented with back pain and anxiety, and for cholesterol and blood pressure management. Diagnoses: postlaminectomy syndrome of lumbar and cervical region; anxiety state, unspecified; hypertension; unspecified hyperlipidemia. On (B)(6) 2013: the patient presented with back pain and anxiety. Diagnoses: : post-laminectomy syndrome of lumbar and cervical spine; anxiety state, unspecified. On (B)(6) 2013/(B)(6) 2014: the patient presented with back pain and anxiety, limited range of motion, and paresthesias. Diagnoses: post-laminectomy syndrome of lumbar and cervical spine; degeneration of lumbar or lumbosacral intervertebral disc.

Manufacturer narrative:
(B)(4). Review of radiographic imaging found as follows: (B)(4) 2007 MRI right shoulder abundant bursitis fluid which extends anteriorly behind the glenoid into the subscapularis fossa. Fluid also surrounds the long head of the biceps tendon in the bicipital groove. Likely disruption of the anterior labral/capsular structures as well. (B)(4) 2008 4 views shoulders show mild ac arthritis, worse on the right, acromio-humeral interval is normal without signs of rotator cuff tear. No significant glenohumeral arthritis is noted. (B)(4) 2008 4 views shoulders show mild ac arthritis, worse on the right, acromio-humeral interval is normal without signs of rotator cuff tear. No significant glenohumeral arthritis is noted. Lung fields show minimal increased markings. (B)(4) 2010 4 views shoulders show mild ac arthritis, worse on the right, acromio-humeral interval is normal without signs of rotator cuff tear. Mild left glenohumeral arthritis is noted on the internal rotation view. (B)(4) 2010 MRI left shoulder evaluating rotator cuff, labral structures and glenohumeral ligaments. No pertinent spinal structures visualized. (B)(4) 2010 MRI left knee showing cyst behind posteromedial area of femoral condyles near semimembranosus. No other pathology is readily apparent. No spinal structures visualized. (B)(4) 2010 MRI lumbar degenerative disc arthritis is seen throughout the lumbar spine. Hiz (annular tear) noted posteriorly at l2. Bulging at l5 an l4, joint space narrowing at l2 and l1. Axial views show trefoil canal with stenosis at l3 and l4 due largely to enlarged facets. MRI cervical degenerative disc arthritis is seen most pronounced at c5/6 creating some degree of stenosis at this level. Axial views show obliteration of the ventral subarachnoid space at c5/6 with very slight flattening of the cord. (B)(4) 2010 chest series shows increased lung markings in the hilar regions bilaterally. Some right sided cardiac silhouette enlargement. (B)(4) 2010 initial lateral cervical spine films shows positioning shot with needle within the c3/4 disc space. Subsequent spot view verifies needle in the c5/6 disc space. Ap and lateral views of cervical spine show an acdf done at c5/6. (B)(4) 2010 ap lumbar x-rays show midline decompressive laminectomy from l1 to s1. Second inter-operative lateral shows pedicle screws positioned in l3, l4 and l5. The next lumbar lateral shows one rod placed and boomerang spacers in l3/4 and l4/5. Chest CT no useful spinal data (B)(4) 2010 three x-rays lumbar spine show decompression as mentioned above, pedicle screws with rods intact from l3, l4, l5, with boomerang spacers and posterolateral fusion bone visible. (B)(4) 2011 4 x-ray views cervical spine show apparent fusion at c5/6. Mild subsidence is noted due to change in trajectory of screws and relative elongation of the anterior plate. (B)(4) 2011 lumbar CT shows construct in good overall position. Heterotopic bone is seen developing in the tract through which the spacers were placed at l3/4 and l4/5. No specific central stenosis is seen however the foramen of the l4 and l5 roots on the left could be compromised. This seen again on the coronal views and more pronounced at l3/4. The l4 root appears to exit above the developing heterotopic bone and is not compressed. (B)(4) 2012 4 views left shoulder remain unchanged from previous films.

Event description:
It was reported that on (B)(6) 2003: the patient sustained a lower back injury on the job while lifting an object. He felt immediate pain in his back and groin and dropped the load. X-rays show he had lumbosacral and inguinal strain. (B)(6) 2003: the patient underwent x-rays of the lumbar spine. Findings: mildhypertrophic spurring off the anterior margin of l1 and l2 with some decreased height of l1-2 and l2-3 disc spaces. (B)(6) 2003: the patient was getting out of his tub when he felt a pop in the lower back and his pain increased. He was found to have a large central l4-5 disc with compression of the neural elements. (B)(6) 2003: the patient presented with a preoperative diagnosis of l4-5 stenosis with l4-5 disk herniation causing cauda equine syndrome. The patient underwent the following procedure: l4 laminectomy with l4-5 diskectomy and foraminotomy at l4-5 bilaterally. Findings: severe stenosis at l4-5 with associated large disk herniation at l4-5 eccentric to the right. Disc specimen was analyzed. Diagnosis: fragments of degenerating cartilage. (B)(6) 2003: the patient underwent MRI of the lumbar spine. Findings: severe congenital spinal stenosis; there is a moderate sized central herniated nucleus pulposus at l5, s1, with probable bilateral nerve compression; there is moderate sized bulging disc at the l4-5 level. (B)(6) 2003: the patient underwent a preoperative myelogram. Findings: l/5 stenosis with severe l2 through l3 stenosis. (B)(6) 2003: the patient underwent a lumbar laminectomy at l2, l3 and l5 due to spinal stenosis. No complications were noted. (B)(6) 2003: the patient's lamina specimen was analyzed. No pathologic abnormality, bone and hematopoietic bone marrow. (B)(6) 2004 : the patient presented with groin pain, low back pain, right leg weakness, radiation into right foot, and numbness in the right foot. The patient reports wetting himself every night and has sexual problems. (B)(6) 2004: the patient underwent x-rays of the lumbar spine. Findings: previous decompression from the l1 spinous process to the sacrum, decompression being carried to within a couple of mm of the pedicles on either side, and into the sides of the lateral recess at l5 and l4; modest hypertrophic spurring is noted at the l1-2 level at the anterior border of the vertebrae. (B)(6) 2006: the patient presented for x-rays of the clavicle. Impression: normal views of the clavicle. (B)(6) 2006: the patient presented with right shoulder pain following a motor vehicle accident. Diagnosis: right shoulder anterior sternoclavicular joint dislocation. (B)(6) 2007: the patient presented for x-rays of the abdomen and chest. Impression: prior laminectomy of lower and mid lumbar vertebrae. No obstructive pattern. Examination of the chest appears unremarkable. (B)(6) 2007: the patient presented with pain in his right shoulder in the sternoclavicular joint area. Diagnoses: right shoulder sternoclavicular joint dislocation; left shoulder impingement. (B)(6) 2007: the patient presented for MRI of the lumbar spine. Impression: post-surgical changes appear relatively stable since the prior examination; right para-central disc protrusion at t12-l1 producing borderline stenosis of the conus and may be producing symptoms. (B)(6) 2007: the patient presented with right greater than left shoulder pain. X-rays of the shoulder are normal, there is no evidence of fracture or glenohumeral arthritis. Impression: right shoulder ac pain; diffuse myofascial pain; chronic right sternoclavicular anterior dislocation. (B)(6) 2007: the patient presented with right shoulder pain. Diagnoses: right shoulder sternoclavicular joint dislocation; right shoulder impingement. (B)(6) 2007: the patient presented with right shoulder pain, greater with range of motion. Diagnoses: right shoulder sternoclavicular joint dislocation; right shoulder impingement. (B)(6) 2008: the patient presented for pre-operative visit for his right shoulder arthroscopic subacromial decompression. (B)(6) 2008: the patient presented with the following pre-operative diagnosis: right shoulder impingement. The patient underwent the following procedures: right shoulder arthroscopic subacromial decompression; right shoulder arthroscopic debridement of type 1 superior labrum anterior and posterior lesion. The patient's post-operative diagnoses added right shoulder type 1 superior labrum anterior and posterior lesion. (B)(6) 2008: the patient presented for follow up of right shoulder impingement post-surgery. (B)(6) 2008: the patient presented for follow up. Incision is well healed. (B)(6) 2008: the patient presented with soreness in his shoulder. (B)(6) 2008: the patient presented with a dislocated sensation in his shoulder. The patient underwent x-rays of the shoulder. Impression: no acute osseous injury. (B)(6) 2008: the patient presented with new injury to shoulder after falling while working in his yard. Diagnoses: right shoulder pain; right shoulder anterior sternoclavicular joint dislocation. (B)(6) 2008: the patient presented for x-rays of the chest. Impression: no focal consolidative changes. (B)(6) 2008: the patient presented with low back pain with radiculopathy and anxiety. (B)(6) 2009: the patient's general chemistry labs came back normal. (B)(6) 2009: the patient presented with right foot pain and swelling. (B)(6) 2009: the patient presented with chronic back pain, shoulder pain, and right foot pain. The patient ambulates with use of a cane. Atrophy is noted to the paraspinous muscles and limitation of rotation flexion and marked to extension, as well as mid-foot edema. Assessment: history of osteoarthritic joint trauma; chronic back pain; gait disturbance and secondary functional decline; chronic pain on narcotics; anxiety , on chronic valium. (B)(6) 2009: the patient presented with low back pain, anxiety, and foot pain. (B)(6) 2009: the patient presented with lower back pain and anxiety. (B)(6) 2010: the patient presented with pain in his bilateral shoulder and his left knee. The patient was in a mva 6 weeks ago. Imaging studies were normal. Diagnoses: bilateral shoulder pain; left knee medial meniscal tear. (B)(6) 2010: the patient underwent MRI of the left shoulder. Impression: small partial thickness rotator cuff tear as well as some ac joint arthritis. Right shoulder shows some mild rotator cuff tendinitis. (B)(6) 2010: the patient underwent x-ray of the left knee. Findings: posterior medial meniscus tear. (B)(6) 2010: the patient presented with shoulder and knee pain. Diagnosis: left shoulder partial thickness rotator cuff tear; left knee medial meniscal tear. (B)(6) 2010: the patient presented for preoperative visit before left shoulder surgery. (B)(6) 2010: the patient presented with some pain in shoulder. Incision is well healed. Diagnosis: left shoulder partial thickness rotator cuff tear; left shoulder impingement. (B)(6) 2010: the patient presented with discomfort in left shoulder. (B)(6) 2010: the patient underwent a c5-6 cervical fusion, anterior with discectomy. (B)(6) 2010 : the patient underwent a l3-4 and l4-5 lumbar decompression and transforaminal lumbar interbody fusion. (B)(6) 2011: the patient presented with back pain, leg pain, left shoulder pain, and neck pain. The patient reports weakness, numbness, and sexual dysfunction with pain. (B)(6) 2011: the patient presented with back pain radiating into the legs. (B)(6) 2011: the patient presented with burning , stabbing pain into the right hip and leg. (B)(6) 2011: the patient presented with back and neck pain with some radiation into the arms and legs. (B)(6) 2011: the patient presented with the following preoperative diagnoses: chronic back pain; bilateral lower extremity radiculopathy; failed back surgery syndrome. The patient underwent a spinal cord stimulator lead and generator implantation. No complications were noted. (B)(6) 2011: the patient presented for follow up after having a spinal cord stimulator implanted. (B)(6) 2012: the patient presented with left shoulder pain. The pain radiates down arm and up toward the neck. The patient experiences popping, swelling , and weakness. Assessment: shoulder pain, left; shoulder arthritis, left. (B)(6) 2012 : the patient presented with back pain that radiates into the bilateral legs. The patient describes the pain as an ache, burning, numbness , and sharp. Assessment: back pain. (B)(6) 2012: the patient presented with increased pain in his back since having to carry his mother's casket. (B)(6) 2012: the patient presented with back pain. Assessment: lumbago; lumbosacral spondylosis without myelopathy; postlaminectomy syndrome lumbar; cervicalgia; radiculopathy cervical; gastroesophageal reflux disease. (B)(6) 2012: the patient presented with left shoulder pain that radiates to the left side of neck. The patient underwent a left shoulder joint injection. Assessment: left shoulder impingement. (B)(6) 2013: the patient presented with neck and back pain, paralysis, and numbness in the legs and groin. The patient brought a CT scan with him that shows the instrumentation l3-4, l4-5 in good position and appears to have ossification across the spinal canal at the l4-5 level. (B)(6) 2013: the patient presented for follow up. A new myelogram and post myelographic cat scan shows clearly at the l3-4 level on the left hand side there is ectopic bone formation following the path the cage was placed in the disc space across the disc space. It is superior to the pedicle and a level superior to the endplate of the vertebral body of l4. Although this was not in the report, the doctor states it is clearly seen.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2003 lumbar MRI sagittal t2 views show bulging at l4 and l5 with a small central hnp at l4. Disc collapse is noted at l2 and l1. Desiccation is noted in all discs except l3. Axial views show displacement of right s1 root by asymmetric disc bulge, severe stenosis by central hnp and facet enlargement at l4, with borderline stenosis at l3. On (B)(6) 2007 arthrogram right shoulder single view of arthrogram stick with needle placement anteriorly and contrast seen within the glenohumeral joint. MRI arthrogram right shoulder no spinal pathology imaged. Some irregularity of the infraspinatus tendon and posterior labrum is suspected. On (B)(6) 2008 right should series internal and external rotation views show significant arthritis within the acromio-clavicular joint. A cromio-humeral interval is maintained. Glenohumeral joint shows only very limited degenerative change. Scapular y view shows normal relationships. On (B)(6) 2008 right shoulder series now appears to show interval ac joint decompression with partial clavicular resection. Studies are otherwise changed very little. No spinal pathology imaged. On (B)(6) 2010 shoulder series left shows similar degenerative changes of the ac joint on the left. Pitting and osteophytes are noted on opposing sides of the joint as well as an inferior spur on the lateral clavicular termination. Some irregularity is also noted in the glenoid and humeral head consistent with early degenerative changes. On (B)(6) 2010 left shoulder MRI shows degenerative changes involving ac, glenohumeral and rotator cuff anatomy. On (B)(6) 2010 knee MRI left no spinal pathology imaged. Cruciate ligaments appear intact, menisci appear intact. Baker¿s cyst noted pos tero-medially. No bony pathology, arthritis, tumors are seen. On (B)(6) 2010 lumbar MRI sagittal t2 views verify disc collapse through the thoracolumbar junction, specifically l2, l1 and t12. Disc bulging is noticed at all lumbar levels with annular tears noted in the posterior annulae of t12, l1, and l2. Reversal of lordosis is noted from l3 to t12 with desiccation of all lumbar discs. Stenosis is most profound at l4 where there is advanced facet arthritis that narrows the medial/lateral dimensions of the thecal sac to less than a centimeter. Facet changes are also seen at l5 and l3 that contribute to considerable lateral recess stenosis. Minor stenosis is also seen at l2. On (B)(6) 2010 cervical MRI sagittal t2 and stir show bulging at c5/6 with evidence of cord compression and cord signal change. Axial views show a left hnp with foraminal stenosis at c4/5. Some cord contour change is noted here as well. Subarachnoid space is obliterated left right and center at c5/6 with some cord compression as well. On (B)(6) 2010 chest x-ray pa and lateral show some prominence of hilar vasculature. No effusion, cardiomegaly or bony anomalies are noted. On (B)(6) 2010 cervical x-rays show inter operative lateral with needle in the c3/4 disc space held by a hemostat. Second film shows that this has been repositioned to c5/6. Subsequent films show ap and lateral with acdf performed at c5/6 with plate and screws. Residual anterior osteophyte is very prominent at c4/5. On (B)(6) 2010 inter operative lumbar films show midline decompressive laminectomy from l1 to s1. Subsequent films show placement of pedicle screws at l3, l4 and l5 with longitude rods and clydesdale interbody spacers suggesting either dlif or olif. Chest CT performed from level of cervical fusion at c5/6 through the thoracolumbar spine. No spinal pathology is clearly imaged. On (B)(6) 2010 lumbar x-rays show instrumentation as documented l3-l4-l5 with longitude rod and clydesdale interbody spacers at l3 and l4. Decompressive laminectomy is again noted from l1 to s1. Reversal of lumbar lordosis across the thoracolumbar junction is again noted on the lateral view. On (B)(6) 2011 cervical spine dynamic x-rays show plate with self-tapping screws at c5/6. Plate is at midline, however screws appear a bit short. Significant lateral pillar arthritis is noted on ap view. Odontoid view appears normal. On (B)(6) 2011 lumbar CT shows the construct in place. Right-sided l5 screw penetrates lateral body. Bridging fusion bone appears to be present at both levels but is minimal. Heterotopic bone is seen on the left extending from the disc space posteriorly creating a bony ridge along the lateral thecal sac at the l3/4 disc space. Nerve compression is not seen. On (B)(6) 2012 shoulder films left show debridement of the ac joint has been performed. No other interval changes are noted.

Event description:
On (B)(6) 2013: patient presented with diagnosis of low back pain. Patient underwent myelogram lumbar fluoroscopy and myelogram, lumbar spine. On (B)(6) 2014, (B)(6) 2015: the patient presented for follow up on neck pain, back pain, anxiety, depression, hypertension, lipids and allergies. Musculoskeletal examination showed pain in muscles and joints, limitation of range of motion, paresthesias or numbness. Psychiatric examination showed anxiety/depressive symptoms, changes in sleep habits. There was mild to moderate tenderness to palpation of lumbosacral spine, "c/s" spine and paraspinal area. Forward and altral flexion was painful and limited diagnoses: postlaminectomy syndrome of lumbar region; anxiety state, unspecified; postlaminectomy syndrome of cervical region; degeneration of lumbar or lumbosacral intervertebral disc; hypertension; other abnormal glucose; other and unspecified hyperlipidemia; environmental allergies. On (B)(6) 2014: the patient presented for follow up on back pain, anxiety, depression, hypertension, lipids and allergies. Musculoskeletal examination showed muscle spasms, limited rom due to pain. The patient rated pain as 6-7/10 with medication. Loss of normal curvature of the spine was noted. Diagnoses: postlaminectomy syndrome of lumbar region; anxiety state, unspecified; postlaminectomy syndrome of cervical region; degeneration of lumbar or lumbosacral intervertebral disc; hypertension; other abnormal glucose; other and unspecified hyperlipidemia. On (B)(6) 2015: the patient underwent "abi" which was normal. Vitamin d medication was started.

Event description:
It was reported that on (B)(6) 2003: the patient sustained a lower back injury on the job while lifting an object. He felt immediate pain in his back and groin and dropped the load. X-rays show he had lumbosacral and inguinal strain. (B)(6) 2003: the patient underwent x-rays of the lumbar spine. Findings: mild hypertrophic spurring off the anterior margin of l1 and l2 with some decreased height of l1-2 and l2-3 disc spaces. (B)(6) 2003: the patient was getting out of his tub when he felt a pop in the lower back and his pain increased. He was found to have a large central l4-5 disc with compression of the neural elements. (B)(6) 2003: the patient presented with a preoperative diagnosis of l4-5 stenosis with l4-5 disk herniation causing cauda equine syndrome. The patient underwent the following procedure: l4 laminectomy with l4-5 diskectomy and foraminotomy at l4-5 bilaterally. Findings: severe stenosis at l4-5 with associated large disk herniation at l4-5 eccentric to the right. Disc specimen was analyzed. Diagnosis: fragments of degenerating cartilage. (B)(6) 2003: the patient underwent MRI of the lumbar spine. Findings: severe congenital spinal stenosis; there is a moderate sized central herniated nucleus pulposus at l5, s1, with probable bilateral nerve compression; there is moderate sized bulging disc at the l4-5 level. (B)(6) 2003: the patient underwent a preoperative myelogram. Findings: l/5 stenosis with severe l2 through l3 stenosis. (B)(6) 2003: the patient underwent a lumbar laminectomy at l2, l3 and l5 due to spinal stenosis. No complications were noted. (B)(6) 2003: the patient¿s lamina specimen was analyzed. No pathologic abnormality, bone and hematopoietic bone marrow. (B)(6) 2004: the patient presented with groin pain, low back pain, right leg weakness, radiation into right foot, and numbness in the right foot. The patient reports wetting himself every night and has sexual problems. (B)(6) 2004: the patient underwent x-rays of the lumbar spine. Findings: previous decompression from the l1 spinous process to the sacrum, decompression being carried to within a couple of mm of the pedicles on either side, and into the sides of the lateral recess at l5 and l4; modest hypertrophic spurring is noted at the l1-2 level at the anterior border of the vertebrae. (B)(6) 2006: the patient presented for x-rays of the clavicle. Impression: normal views of the clavicle. (B)(6) 2006: the patient presented with right shoulder pain following a motor vehicle accident. Diagnosis: right shoulder anterior sternoclavicular joint dislocation. (B)(6) 2007: the patient presented for x-rays of the abdomen and chest. Impression: prior laminectomy of lower and mid lumbar vertebrae. No obstructive pattern. Examination of the chest appears unremarkable. (B)(6) 2007: the patient presented with pain in his right shoulder in the sternoclavicular joint area. Diagnoses: right shoulder sternoclavicular joint dislocation; left shoulder impingement. (B)(6) 2007: the patient presented for MRI of the lumbar spine. Impression: post-surgical changes appear relatively stable since the prior examination; right para-central disc protrusion at t12-l1 producing borderline stenosis of the conus and may be producing symptoms. (B)(6) 2007: the patient presented with right greater than left shoulder pain. X-rays of the shoulder are normal, there is no evidence of fracture or glenohumeral arthritis. Impression: right shoulder ac pain; diffuse myofascial pain; chronic right sternoclavicular anterior dislocation. (B)(6) 2007: the patient presented with right shoulder pain. Diagnoses: right shoulder sternoclavicular joint dislocation; right shoulder impingement. (B)(6) 2007: the patient presented with right shoulder pain, greater with range of motion. Diagnoses: right shoulder sternoclavicular joint dislocation; right shoulder impingement. (B)(6) 2008: the patient presented for pre-operative visit for his right shoulder arthroscopic subacromial decompression. (B)(6) 2008: the patient presented with the following pre-operative diagnosis: right shoulder impingement. The patient underwent the following procedures: right shoulder arthroscopic subacromial decompression; right shoulder arthroscopic debridement of type 1 superior labrum anterior and posterior lesion. The patient¿s post-operative diagnoses added right shoulder type 1 superior labrum anterior and posterior lesion. (B)(6) 2008: the patient presented for follow up of right shoulder impingement post-surgery. (B)(6) 2008: the patient presented for follow up. Incision is well healed. (B)(6) 2008: the patient presented with soreness in his shoulder. (B)(6) 2008: the patient presented with a dislocated sensation in his shoulder. The patient underwent x-rays of the shoulder. Impression: no acute osseous injury. (B)(6) 2008: the patient presented with new injury to shoulder after falling while working in his yard. Diagnoses: right shoulder pain; right shoulder anterior sternoclavicular joint dislocation. (B)(6) 2008: the patient presented for x-rays of the chest. Impression: no focal consolidative changes. (B)(6) 2008: the patient presented with low back pain with radiculopathy and anxiety. (B)(6) 2009: the patient¿s general chemistry labs came back normal. (B)(6) 2009: the patient presented with right foot pain and swelling. (B)(6) 2009: the patient presented with chronic back pain, shoulder pain, and right foot pain. The patient ambulates with use of a cane. Atrophy is noted to the paraspinous muscles and limitation of rotation flexion and marked to extension, as well as mid-foot edema. Assessment: history of osteoarthritic joint trauma; chronic back pain; gait disturbance and secondary functional decline; chronic pain on narcotics; anxiety, on chronic valium. (B)(6) 2009: the patient presented with low back pain, anxiety, and foot pain. (B)(6) 2009: the patient presented with lower back pain and anxiety. (B)(6) 2010: the patient presented for x-rays of the thoracic spine. Impression: no acute fracture or acute bony abnormality; mild chronic lower thoracic spine compression fracture; multilevel mild and moderate degenerative changes. The patient also underwent x-rays of the lumbar spine. Impression: no fracture or acute bony abnormality; postoperative changes from l2-l5, laminectomies; mild degenerative changes. Left tibia and fibula x-rays also found no acute abnormality. X-rays of the cervical spine were also obtained. Impression: no evidence of fracture or bony acute bony injury; degenerative changes lower cervical spine. Pelvis x-rays demonstrated no acute bony abnormality. (B)(6) 2010: the patient presented with pain in his bilateral shoulder and his left knee. The patient was in a mva 6 weeks ago. Imaging studies were normal. Diagnoses: bilateral shoulder pain; left knee medialmeniscal tear. (B)(6) 2010: the patient underwent MRI of the left shoulder. Impression: small partial thickness rotator cuff tear as well as some ac joint arthritis. Right shoulder shows some mild rotator cuff tendinitis. (B)(6) 2010: the patient underwent x-ray of the left knee. Findings: posterior medial meniscus tear. (B)(6) 2010: the patient presented with shoulder and knee pain. Diagnosis: left shoulder partial thickness rotator cuff tear; left knee medial meniscal tear. (B)(6) 2010: the patient presented for preoperative visit before left shoulder surgery. (B)(6) 2010: the patient presented for CT of the lumbar spine without contrast. L1-l2: degenerative disk disease with endplate hypertrophic change causing right foraminal and right lateral recess narrowing with canal stenosis. L2-l3: there has been prior laminectomy posteriorly with decompression. Right paracentral disk herniation/protrusion versus epidural fibrosis. Facet hypertrophic changes bilaterally. Bulging disk. L3-l4: severe facet hypertrophic change with bulging disk, bilateral lateral recess narrowing and bilateral foraminal narrowing. Transverse canal stenosis. Posterior central laminectomy and removal of the spinous process. L4-l5: prior posterior laminectomy with facet hypertrophic change, bulging disk with calcific debris along the left aspect of the facets at l4-l5 with bilateral lateral recess narrowing and bilateral foraminal narrowing. L5-s 1: prior posterior laminectomy at l5 with bulging disk at l5-s 1, facet hypertrophic change with bilateral foraminal narrowing. CT of the thoracic spine found: degenerative disk disease t7-t8, t8-t9 and t9-t10 with right lateral recess narrowing at t9-t10 due to right posterior paracentral osteophyte with right foraminal narrowing at that level as well. CT of the cervical spine was also performed. Impression: abnormal CT, degenerative disc disease and canal stenosis at c5-6; severe bilateral foraminal narrowing at c5-6 and severe left foraminal narrowing at c3-4. (B)(6) 2010: the patient presented with some pain in shoulder. Incision is well healed. Diagnosis: left shoulder partial thickness rotator cuff tear; left shoulder impingement. (B)(6) 2010: the patient presented with discomfort in left shoulder. (B)(6) 2010: the patient underwent a c5-6 cervical fusion, anterior with discectomy. (B)(6) 2010 : the patient underwent a l3-4 and l4-5 lumbar decompression and transforaminal lumbar interbody fusion. (B)(6) 2011: the patient presented with back pain, leg pain, left shoulder pain, and neck pain. The patient reports weakness, numbness, and sexual dysfunction with pain. (B)(6) 2011: the patient presented with back pain radiating into the legs. (B)(6) 2011: the patient presented with burning , stabbing pain into the right hip and leg. (B)(6) 2011: the patient presented with back and neck pain with some radiation into the arms and legs. (B)(6) 2011: the patient presented with the following preoperative diagnoses: chronic back pain; bilateral lower extremity radiculopathy; failed back surgery syndrome. The patient underwent a spinal cord stimulator lead and generator implantation. No complications were noted. (B)(6) 2011: the patient presented for follow up after having a spinal cord stimulator implanted. (B)(6) 2012: the patient presented with left shoulder pain. The pain radiates down arm and up toward the neck. The patient experiences popping, swelling, and weakness. Assessment: shoulder pain, left; shoulder arthritis, left. (B)(6) 2012 : the patient presented with back pain that radiates into the bilateral legs. The patient describes the pain as an ache, burning, numbness, and sharp. Assessment: back pain. (B)(6) 2012: the patient presented with increased pain in his back since having to carry his mother¿s casket. (B)(6) 2012: the patient presented with back pain. Assessment: lumbago; lumbosacral spondylosis without myelopathy; postlaminectomy syndrome lumbar; cervicalgia; radiculopathy cervical; gastroesophogeal reflux disease. (B)(6) 2012: the patient presented with left shoulder pain that radiates to the left side of neck. The patient underwent a left shoulder joint injection. Assessment: left shoulder impingement. (B)(6) 2013: the patient presented with neck and back pain, paralysis, and numbness in the legs and groin. The patient brought a CT scan with him that shows the instrumentation l3-4, l4-5 in good position and appears to have ossification across the spinal canal at the l4-5 level. (B)(6) 2013: the patient presented for follow up. A new myelogram and post myelographic cat scan shows clearly at the l3-4 level on the left hand side there is ectopic bone formation following the path the cage was placed in the disc space across the disc space. It is superior to the pedicle and a level superior to the endplate of the vertebral body of l4. Although this was not in the report, the doctor states it is clearly seen.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2003 lumbar MRI small right paracentral hnp at l5 with larger central hnp with resultant stenosis of the thecal sac at l4. Borderline stenosis is also seen at l3. This is verified on both sagittal and axial images. (B)(6) 2003 interoperative lateral lumbar very poor quality cross table lateral lumbar views with retractor and freer elevator at the l4 level (B)(6) 2003 lumbar post myelogram CT shows complete laminectomy now at l4 with resolution of the previous hnp at l4. Interval worsening is seen of the l3 central stenosis. 6/24/2004 lumbar MRI sagittal view t2 weighted now shows disc bulging with annular signal changes at l4 and l5, collapse of disc spaces at l2 and l1 and midline laminectomy from l1 to the sacrum. Midline canal appears open although facet enlargement still encroaches upon the thecal sac in midline. (B)(6) 2007 lumbar MRI progressive enlarging facet joints at multiple levels with medial lateral narrowing of the thecal sac and foraminal constriction worst at l4 then l3. Borderline at l2 and l1. (B)(6) 2007 shoulder MRI (right) apparent signal within the supraspinatus without retraction, consistent with tendinitis and/or partial tear. Fluid within the inferior sulcus may be more than usual. Increase signal within the bicipital grove with the tendon appearing intact. (B)(6) 2007 shoulder arthrogram (right) single injection of contrast into the glenohumeral joint is seen. There does not appear to be any extravasation or passage of contrast into the subacromial bursa on this film. (B)(6) 2008 shoulder series mild ac arthritis is noted with osteophyte off the inferior clavicle medial to the ac joint. Exam is otherwise normal. (B)(6) 2008 shoulder series no significant changes from the study of (B)(6). Chest x-ray shows no infiltrates, cardiomegaly, or bony deformity. (B)(6) 2010 cervical spine series lateral view shows large anterior osteophyte projecting caudally off the anterior inferior endplate of c4. There is also a great deal of collapse and anterior calcification associated with the c5/6 disc and to a lesser extent c6/7. Arthritis of the lateral pillars is present on ap view seen on the left at c4/5, c5/6 and c6/7 and on the right at c6/7. Odontoid view is normal. Swimmer¿s view shows minimal degenerative changes without disc narrowing or malalignment. (B)(6) 2010 thoracic spine series ap is shows no significant pathology. The lateral shows extreme anterior spurring with some collapse of the t8 body anteriorly. (B)(6) 2010 lumbar spine series lumbar decompression has been performed with the last intact lamina at l1 and the decompression extending to the sacrum. Large lateral osteophyte is seen on the left at l3/4. Lateral view shows mild non focal degenerative disease of the discs and facets with normal alignment. (B)(6) 2010 pelvis series sacroiliac joints, pubis and hips appear normal without degenerative changes. Pelvis is symmetric. Decompression previously mentioned is visible. (B)(6) 2010 tibia and fibula left multiple views from the left knee to ankle are shown. Angulation in the fibula about 12cm proximal to the ankle suggests possible old healed fracture here. No arthritis or mal alignment is visible at the knee or ankle and the tibia and fibula otherwise appear normal. (B)(6) 2010 shoulder series left ac arthritis is noted at the left ac joint as well, with widening of the clavicle and inferior osteophytes on both acromion and clavicle adjacent to the ac joint. (B)(6) 2010 shoulder MRI increased signal is seen about the ac joint. Rotator cuff tendons appear intact. Arthritis is now suspected in the glenohumeral joint as well as there are subchondral cysts on the inferomedial surface of the humerus and matching irregularities within the glenoid as well. (B)(6) 2010 knee MRI left some lateral tilt of the patella is seen with mal alignment with the femoral sulcus. Increased fluid is seen about the semimembranosis and semitendinosis tendons just proximal to the femoral condyle consistent with baker¿s cyst. Mildly increased signal is seen in the posterior horn of the medial meniscus but it does not connect to the outside surface. Some increased signal is also seen in the acl laterally, just proximal to its tibial insertion. Pcl appears intact. Lateral meniscus appears normal as does the proximal tibio-fibular joint and fcl. (B)(6) 2010 cervical CT scout shows the patient edentulous. Left c3/4 facet enlargement with uncovertebral hypertrophy narrowing the foramen of the c4 root on the left. At c5/6 midline osteophytes and right uncovertebral osteophytes flatten the cord and narrow the c6 root foramen. (B)(6) 2010 thoracic CT scout view shows normal appearing chest and heart without deformity, fracture, etc. Shoulders appear normal. Axial views show occasional anterior osteophytes and interbody calcifications consistent with bone infarcts, but no cord compression or primary spinal pathology other than early arthritis. Coronal views show largest anterior spur at t8 disc space. (B)(6) 2010 lumbar CT shows midline laminectomy from l1 to s1. There is a large lateral osteophyte on the left at l3/4. Axial views verify significant facet arthropathy with deformity. This is most severe at l4/5 and creates stenosis both centrally and in the subarticular recesses. This is present but less severe at l3/4. (B)(6) 2010 lumbar MRI bulging and early desiccation is seen in all lumbar discs. Collapse is most advanced at l2 and l1. Conus is at t12/l1. Significant facet arthritis is seen encroaching on the foramen on sagittal view. Axial views show considerable facet enlargement as well that narrows the foramen bilaterally most extreme at l4 and l3. Although this narrows the medial lateral plane of the central canal it is not diminished in the ap plane. (B)(6) 2010 shoulder series no changes from above studies. Ac joint djd is seen as well as glenohumeral arthritis on the right. (B)(6) 2010 chest x-ray pa and lateral appear normal (B)(6) 2010 cervical spine series c5/6 acdf has been performed. Initial film is an interoperative positioning film with needle inside the c3/4 disc space. The second is the final construct view in lateral. Plate is slightly eccentric to the right. Screws extend posterior to mid body. Graft appears biological. (B)(6) 2010 lumbar spine series interoperative views taken after lumbar decompression is complete, once pedicle screws have been placed at l3, l4 and l5, once clydesdale implants have been inserted and unilateral rod placed, (B)(6) 2010 thoracic CT labeled as a lung reconstruction view, this shows the thoracic spine, but no significant pathology is present and no instrumentation has been placed. (B)(6) 2010 lumbar series lumbar midline laminectomy and decompression has been performed from l1 to the sacrum. In addition pedicle screws and rods have been placed bilaterally, spanning l3-l4-l5. Interbody spacers are present within the disc spaces of l3 and l4. Posterolateral fusion has been performed in this area as well.(B)(6) 2011 cervical series acdf with graft is again seen at c5/6. There has been some interval subsidence, but the screws and plate remain well fixed. Solid fusion cannot be verified as no dynamic x-rays were taken and films are of borderline quality. Obliques do show some osteophytic narrowing of the foramen and the index level. (B)(6) 2011 lumbar CT this study clearly shows the lumbar implants. Screws and rods appear well maintained, spacers are well positioned and the previous stenosis and facet overgrowth has been decompressed. There¿s some heterotopic bone formation along the left posterolateral side of the canal overlying the graft and spacers in the region of insertion at the point of facetectomy. (B)(6) 2012 shoulder series left this series shows no additional changes from previous studies.

Event description:
On (B)(6) 2008: the patient presented for follow up on loss of sleep, numbness, cholesterol, cholesterol and pain. On (B)(6) 2008: the patient presented for follow up on htn, cholestrol and ddd. On (B)(6) 2008: the patient presented for follow up on htn, ddd and back pain. On (B)(6) 2008: patient presented for re-evaluation and management of ddd, htn and cholesterol. Per records, patient was having constant low back pain. On (B)(6) 2009: patient presented for follow up on anxiety, low back pain, cholesterol and htn. On (B)(6) 2009: patient presented for follow up on cholesterol, chronic low back pain, anxiety and htn. On (B)(6) 2009: patient presented for follow up on cholesterol, chronic low back pain, anxiety and foot pain. On (B)(6) 1998: patient presented with pain in the right groin area, swelling, inguinal hernia, got worse for two weeks, constipation for more than a week. Assessment: right inguinal hernia; constipation. On (B)(6) 2000: patient presented with flexion injury to cervical spine and acute low back pain. Patient underwent MRI of cervical spine without contrast, found large left pericentral herniated disc at c5-c6. On (B)(6) 2000: patient presented with low back pain. Impression: mild focal protrusion or herniation of disc material into right lateral aspect of the anterior spinal canal at the l1-l2 disc level; mild broad based disc protruding into central aspect of the anterior spinal canal at the l2-l3 disc level; moderate sized broad based disc projecting into the central aspect of the anterior spinal canal at the l4-l5 disc level resulting in a moderate degree of central spinal stenosis. On (B)(6) 2001: patient presented with pain over the low back, within the shoulder blade and headache. Musculoskeletal exam showed mild tenderness to palpation over the paravertebral lumbar muscles along with the paravertebral muscles between the shoulders. On (B)(6) 2001: patient presented with cervical pain, neck pain, bilat, upper extremity radiculopathy. Patient underwent MRI of cervical spine without contrast. Impression: degenerative disk changes noted at the c5-c6 disk level with broad based hard disk or spur projecting into the anterior spinal canal resulting in a mild to moderate degree of central spinal stenosis. On (B)(6) 2003: patient presented with low back pain. On (B)(6) 2003: patient presented with lower back pain and neck pain. Patient describes pain as burning, numbness, sharp, shooting. Bending, changing positions, flexion, lifting, extensions, standing will make the pain worse. Laying down will make the pain better. On (B)(6) 2005: patient presented with right shoulder and neck pain. Patient underwent right clavicle x-ray, found no evidence of fractures, dislocation or other pathological bone or joint changes. On (B)(6) 2007:. The patient has some mild cervical and paracervical tenderness with equivocal spurling¿s sign. He was diffusely tender around the right shoulder, particularly around the ac joint. He also has tenderness around the sternoclavicular joint where he has deformity consistent with a chronic anterior dislocation. On (B)(6) 2008: patient presented for follow-up right shoulder post surgery. On (B)(6) 2008: the patient presented for follow up. Incision is well healed. Diagnosis: right shoulder impingement. On (B)(6) 2008 the patient presented with the diagnosis of right shoulder pain. On (B)(6) 2008: the patient presented with soreness in his shoulder. Diagnosis: right shoulder impingement, right shoulder anterior ste rnoclavicular joint dislocation. On (B)(6) 2010 the patient underwent x-rays of left shoulder due to left shoulder pain. Impression: degenerative changes involving the acromioclavicular joint of the left shoulder. On (B)(6) 2010 the patient underwent MRI scan of the left shoulder due to joint pain. Impression: tendinosis of the supraspinatus tendon with what appear to be two small partial thickness tears along the inferior aspect of the supraspinatus. One was located near the insertion and the other was near the musculotendinous junction. There was hypertrophy of the ac joint with some extrinsic mass effect on the musculotendinous junction of the supraspinatus. The patient also underwent the MRI scan of the right shoulder due to joint pain. Impression: there was some fluid in the biceps tendon sleeve. There was tendinosis of the supraspinatus tendon. No internal derangement was seen. Underwent MRI scan of right shoulder. Impressions: there is some fluid in the biceps tendon sleeve. There is a tendinosis of supraspinatus tendon. On (B)(6) 2010 the patient underwent MRI scan of the left knee due to left knee pain and swelling. Impression: there was a relatively large amount of signal in the medial meniscus. However, this was felt to represent a degenerative change rather than a tear. No internal derangement was identified. Somewhat irregular shaped 5cm popliteal cyst was seen in the upper knee posteromedially. On (B)(6) 2010: the patient presented for preoperative visit before left shoulder surgery with complaints of left shoulder rc tear. On (B)(6) 2010 the patient presented with the pre op diagnosis of left rc tear; left shoulder pain and underwent arthroscopy left shoulder open rc repair. On (B)(6) 2010 the patient underwent left shoulder arthroscopy with open rotator cuff repair. The patient presented with pre-op diagnosis of left shoulder partial thickness rotator cuff tear and underwent the following procedures: left shoulder arthroscopic subacromial decompression; left shoulder arthroscopicthickness rotator cuff tear. On (B)(6) 2010: patient presented with pre-operative diagnosis left shoulder partial thickness rotator cuff tear. Patient underwent left shoulder arthroscopic subacromial decompression and debrodement of partial thickness rotator cuff. On (B)(6) 2010 the patient presented with the diagnosis of right rc tear. On (B)(6) 2010: the patient presented for CT of the lumbar spine without contrast due to back pain. L1-l2: degenerative disk disease with endplate hypertrophic change causing right foraminal and right lateral recess narrowing with canal stenosis. L2-l3: there has been prior laminectomy posteriorly with decompression. Right paracentral disk herniation/protrusion versus epidural fibrosis. Facet hypertrophic changes bilaterally. Bulging disk. L3-l4: severe facet hypertrophic change with bulging disk, bilateral lateral recess narrowing and bilateral foraminal narrowing. Transverse canal stenosis. Posterior central laminectomy and removal of the spinous process. L4-l5: prior posterior laminectomy with facet hypertrophic change, bulging disk with calcific debris along the left aspect of the facets at l4-l5 with bilateral lateral recess narrowing and bilateral foraminal narrowing. L5-s 1: prior posterior laminectomy at l5 with bulging disk at l5-s 1, facet hypertrophic change with bilateral foraminal narrowing. CT of the thoracic spine found: degenerative disk disease t7-t8, t8-t9 and t9-t10 with right lateral recess narrowing at t9-t10 due to right posterior paracentral osteophyte with right foraminal narrowing at that level as well. CT of the cervical spine was also performed due to cervical pain. Impression: abnormal CT, degenerative disc disease and canal stenosis at c5-6; severe bilateral foraminal narrowing at c5-6 and severe left foraminal narrowing at c3-4. On (B)(6) 2010 patient presented for follow-up. Reports pain in both legs and numb in both buttocks. On (B)(6) 2010: patient presented with neck pain, pain in both arms and having inconsistence of urine for 6 months. Patient underwent MRI of cervical spine and lumbar spine with contrast. Diagnosis: severe neck and arm pain, low back pain, lumbar laminectomy. On (B)(6) 2010: patient presented with low back pain, lumbar laminectomy, severe neck and arm pain. Patient underwent MRI of cervical spine without contrast. Impressions: multilevel degenerative disk disease of the cervical spine and hypertrophic arthopathy of the facet joints. On (B)(6) 2010 the patient underwent MRI scan of the cervical spine due to lbp s/p lumbar laminectomy, severe neck and arm pain. Impression: multilevel degenerative disk disease of the cervical spine. The patient also underwent MRI scan of the lumbar spine. Impression: the patient was status post laminectomy at the l3, l4, and l5 levels with multilevel degenerative disk disease and hypertrophic arthropathy of the facet joints. No evidence of reprolapse of disk at the levels of lumbar decompression. On (B)(6) 2010 the patient underwent x-rays of chest two views. Impression: a 1.9cm left perihilar nodular density, correlation with chest CT was recommended. On (B)(6) 2010: the patient underwent a c5-6 cervical fusion, anterior with discectomy. The patient presented with pre-operative diagnosis of cervical spondylosis with cervical stenosis at c5-6. The patient underwent the following procedures: anterior cervical discectomy with bilateral foraminotomies at the c5-6 with arthrodesis using structural bone bank bone and progenix which was demineralized bone matrix; anterior cervical plating, c5 through c6; intraoperative vocal cord monitoring. Per op notes, arthrodesis was completed after preparing endplates to bleeding bone with structural bone bank bone and progenix. A venture anterior cervical plate was affixed with a temporary pin and a total of four 4.0x13mm self drilling variable angle screws was placed with excellent bone purchase for all 4 screws. Intraoperative x-ray revealed good position of hardware and graft and the correct level was performed. It should be noted there was no abnormal discharge from vocal cord monitoring. The patient tolerated the procedure well. The patient presented with chief complaints of: cervical herniated nucleus pulposus with intractable neck pain; multilevel lumbar degenerative lumbar degenerative disk disease, lumbar stenosis, intractable back and leg pain, instability and underwent lumbar decompression and infusion using interbody graft and posterolateral instrumentation l3 through l5. The patient underwent x-rays of cross table lateral view of the cervical spine. Impression: two radiographs were obtained. The first radiograph was a metallic probe localizing the c3-c4 disk level. The second radiograph revealed that a localization probe was localizing the c5-c6 disk level. The patient underwent x-rays of cross table lateral view of the cervical spine for site verification. Impression; there had been anterior fusion with surgical plate and screws at the c5-6 vertebra. The cervical elements were in good position and alignment. The patient underwent x-rays of ap and lateral views of the cervical spine due to cervical discectomy. Impression: status post recent anterior fusion with surgical plate and screws at the c5-c6 disk level. Anatomic alignment was maintained. The patient presented with pre-operative diagnosis: lumbar degenerative disk disease; lumbar stenosis and instability. The patient underwent the following procedures: bilateral l3-4 decompression with facetectomy on the left, with arthrodesis using peek interbody graft; bilateral l4-5 decompression with left facetectomy and arthrodesis using peek interbody graft with infuse and morcellized local bone graft; insertion of transpedicular pedicle screws, bilateral l3,l4 and l5; posterolateral arthrodesis using infuse, which is bone morphogenic protein and morcellized local bone graft with mastergraft compression resistant matrix. Per op notes, transpedicular screws were placed in bilateral vertebral bodies of l3, l4, and l5. This was performed using anatomical landmarks and at the base of the transverse process, a sharp awl was used and then a nim steffee probe was used to sound the pedicles. The pedicles were tapped and legacy instrumentation 6.5x45 length were placed. All 6 screws were placed with excellent bone purchase. They were thus subsequemtly stimulated with no abnormal stimulation using nim monitoring. Once all 6 screws were placed, x-rays revealed good position of screws. Once discectomy was completed, ensuring that the l4 and l5 endplates were decorticated. A peek crescent interbody graft was incised and the interbody arthrodesis was completed using morselized local bone graft. Supplemented by morselized cancellous chips with small pieces of infuse sponge. This was packed anteriorly. Next, the peek cage, which was packed with infuse and local morselized bone graft was placed forward. Next morselized local bone graft augmented with cancellous chips was packed posterior to the graft with no infuse being used. Attention was then turned to the l3-4 interbody graft and the exact same procedure was performed again, making sure the discectomy was completed. The endplates were decorticated and the peek interbody graft and arthrodesis was completed as mentioned at the l4-5 level. The interbody graft discectomy sites and the durotomy site was sealed with tisseel. Attention was turned to placement of the rods which transversed the pedicle screws. The segments at l3-4 and l4-5 were placed under compression and caps were placed, torque and sheared off with a torque device. Posterolateral arthrodesis was completed using a combination of infuse mastergraft compression resistant matrix and local morselized bone graft and morselized cancellous chips. This was performed bilaterally. Once this was completed, attention was turned to closure. Sponge and needle count was correct at the end of the case. Patient was transferred to recovery room in stable condition. On (B)(6) 2010 the patient underwent x-rays of cross table lumbar spine due to hardware placement. Impression: status post posterior fusion of the c3, c4 and c5 disk levels with intrapedicular screws and rods. Lumbar elements were stable in alignment. The patient underwent x-rays of ap portable view of the lumbar spine due to t lift. Impression: laminectomy defects were noted at l2, l3, l4 and l5 levels. The lumbar elements on this one peojection were unremarkable in alignment. Degenerative spurs were seen arising from the lateral endplates of vertebral bodies l2, l3 and l4. The patient underwent x-rays of cross table portable view of the lumbar spine due to l3-4, l4-5 lumbar decompression. Impression: two metallic probes were in position. The upper most probe was seen in projection with the soft tissues just below the l3-l4 disk level. The lower most probe was positioned with its tip at the level of the l5-s1 disk. The x-rays revealed that there has been the placement of pedicular screws at the l3, l4 and l5 levels. The patient underwent CT scan of chest with contrast to evaluate 1.9 cm density seen on cxr. Impression: small amount of air noted within the superior mediastinum, likely related to recent cervical spine surgery. Mild bilateral lower lobe atelectasis. And also follow-up for post-op acdf/l3-l5 tlif. Edema noted to incision (B)(6) 2010: patient presented with l3-l4 decompression. On (B)(6) 2010: patient underwent x-ray of lumbar spine. Diagnosis: lumbar stenosis. On (B)(6) 2010 the patient presented with pre-operative diagnosis of lumbar wound drainage and underwent lumbar sub-fascial irrigation and debridement/closure. On (B)(6) 2010 the patient underwent x-rays of lumbar spine due to low back pain. Impression: the patient was status post previous wide laminectomy involving l2 through l5 with fusion procedure at l3 through l5. On (B)(6) 2011: patient had tenderness over the lumbar and cervical paraspinal musculature. Also tender over the left shoulder with dec reased range of motion secondary to pain. In (B)(6) 2011: patient presented for follow-up. Patient reported numbness in buttocks and pain in legs. On (B)(6) 2011: the patient presented with neck pain and back pain radiating into the legs and arms. Patient had tenderness over the l umbar paraspinal musculature and tender over the cervical spinous process, bilateral trapezius and rhomboid musculature. On (B)(6) 2011 patient presented for follow-up with pain. Scab noted on bottom of incision. The patient underwent CT of lumbar spine without contrast due to ddd and s/p fusion. Impression: post surgical changes of pevious posterior lumbar fusion with laminectomy at the l3 through l5 levels. There was no evidence of acute hardware complications; multilevel degenerative changes of the lumbar spine as detailed level by level above. Evaluation of the lumbar spine was limited on this non-contrast CT examination. Streak artifact secondary to surgical hardware also limits evaluation of the lumbar spine. The patient underwent x-rays of left shoulder. Impression: negative shoulder. On (B)(6) 2011: patient had tenderness over the lumbar paraspinal musculature and tender over the cervical spinous process. On (B)(6) 2011 the patient presented for follow-up for l3-l4 stimulator, l4-l5 decompression. On (B)(6) 2011: patient presented for follow-up with the history of chronic back pain. Diagnosis: stimulator adjustment. On (B)(6) 2012: patient presented with the diagnosis of backache. On (B)(6) 2012: x-rays were taken which showed some mild oa/ no fracture or dislocation. Musculoskeletal exam showed lumbar spine tenderness. On (B)(6) 2012: patient presented for follow-up with low back pain and pain in buttocks. It was reported that on (B)(6) 2003 the patient was reported to have urinary incontinence and erectile dysfunction related to his back injury. On (B)(6) 2003 the patient underwent a psychological evaluation. Clinical impressions suggested that the patient had significant depressive symptoms suggesting a major depressive disorder, single episode of moderate severity, including depressed mood, loss of interest in previously enjoyed activities, sleep disturbance, fatigue, thoughts of death and pessimism about the future. On (B)(6) 2004 the patient underwent a psychological evaluation. Diagnosis of mood disorder due to pain. On (B)(6) 2004 the patient continued to suffer from impotence, incontinence and pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient was admitted to hospital for a 2 day/2 surgical procedures starting on (B)(6) 2010. On (B)(6) 2010 the patient presented with cervical herniated pulposus with intractable neck pain and multi-level degenerative disc disease, lumbar stenosis, intractable back and leg pain. The patient also complained of urinary incontinence. The patient had an antalgic gait with cervical rom diminished secondary to discomfort. Imaging studies revealed a large herniated disc at c5-6 and multilevel degenerative disc disease especially at l3-4, l4-5 with significant central and foraminal stenosis. There was preservation of csf. The patient underwent a surgery which consisted of an anterior cervical discectomy with bilateral foraminotomies at c5-6 with arthrodesis using structural bon bank bone and progenix (demineralized bone matrix; and anterior cervical plating, c5 through c6. Lateral view imaging showed cervical elements in good position and alignment, on (B)(6) 2010 the patient presented with pain and the pre-operative diagnosis of lumbar degenerative disease and lumbar stenosis with instability. The patient underwent surgery which consisted a bilateral l3-4 decompression with facetectomy on the left, with arthrodesis using peek interbody graft; bilateral l4-5 decompression with left facetectomy and arthrodesis using peek interbody graft with infuse and morselized local bone graft; insertion of transpedicular pedicle screws, bilateral l3, l4 and l5; and a posterolateral arthrodesis using infuse and morselized local bone graft with mastergraft. Per the operative report at l4 and l5 ¿¿a peek crescent interbody graft was incised and the interbody arthrodesis was completed using morselized local bone graft, supplemented by morselized cancellous chips with small pieces of infuse sponge. This was packed anteriorly. Next, the peek cage, which was packed with infuse and local morselized bone graft was placed forward¿¿ at l3-4 ¿¿ the endplates were decorticated and the peek interbody graft and arthrodesis was completed as mentioned at the l4-5 level. ¿..attention was turned to placement of the rods which transversed the pedicle screws. The segments at l3-4 and l4-5 were placed under compression and caps were placed, torque and sheared off with a torque/ and a torque device. Posterolateral arthrodesis was completed using a combination of infuse mastergraft compression resistant matrix and local morselized bone graft and morselized cancellous chips. This was performed bilaterally¿¿ it should be noted that during the procedure there was dense, adherent scar tissue throughout most of the levels making dissection somewhat difficult. It should also be noted that at the l3-4 level, during decompression, a small durotomy was discovered with a pinhole ¿which was easily repaired¿. A post op chest CT scan was conducted which demonstrated a small amount of air within the superior mediastinum ¿likely related to the recent cervical spine surgery¿ and mild bilateral lower lobe atelectasis. Ap imaging studies showed laminectomy defects at l2-l5 levels; lumbar elements in unremarkable alignment; and degenerative spurs arising from lateral endplate of vertebral bodies l2, l3, and l4. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with post-operative wound drainage that was reported to have started the day before along with a fever. The patient underwent surgery that consisted of incision, irrigation, debridement, and closure of the wound. Findings were consistent with liquefied hematoma. Per the operative report there was no evidence for a csf leak, no evidence of infection and all tissue appeared viable. There were no intraoperative complications reported. Post operatively the patient had abnormal laboratory results including elevated ast, alt, and alkaline phosphate. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with pain. On (B)(6) 2010 the patient presented with pain in both legs and numbness in buttocks. The patient also complained of stool incontinence 15 x in the prior 3 weeks. On (B)(6) 2010 the patient presented with ¿significant¿ axial back pain; stool incontinence, and improved urinary incontinence. On (B)(6) 2010 the patient presented with right leg weakness and bilateral leg pain with numbness in the buttocks. A lumbar spine x-ray which showed post previous laminectomy l2 through l5 and fusion with rods and screws bridging the l3, l4, and l5 vertebrae. The alignment was anatomic. Spurring was seen throughout the lumbar region. On (B)(6) 2010 the patient presented with axial low back pain and some muscle tightness. Radiographs revealed good hardware and graft position; lumbar l3-4 5 fusion. On (B)(6) 2010 the patient presented to physical therapy with neck and low back pain with weakness and balance problems. The patient complained that since the back surgery in (B)(6) 2010 they had experienced constant burning and throbbing in the low back with numbness in buttock and thighs. The patient presented with decreased hip extension and was ambulating with an antalgic gait. On (B)(6) 2011 the patient presented with lumbosacral neuritis, degenerative disc disease, and lumbosacral spondylosis. On (B)(6) 2011 the patient presented with lumbar spondylosis, degenerative disk disease, and back pain. On (B)(6) 2011 the patient presented with some axial back pain and occasional numbness and tingling in the anterior aspect of thighs bilaterally. The patient underwent a cervical spine x-ray which showed previous anterior fusion c5-6 with plate, screws, and spacer. The alignment anatomic; degenerative spurring anteriorly at c4-5 and c6-7; appearance of large spurs encroaching on the neuroforaminal bilaterally at the level of the effusion at c5-c6. On (B)(6) 2011 the patient presented with significant pain radiating into the arms and legs. The patient had tenderness over the paraspinal lumbar musculature and tenderness over the cervical spinous process, bilateral trapezius, and rhomboid musculature. Antalgic gait assisted with can. On (B)(6) 2011 the patient complained of back, leg, left shoulder, and neck pain. The patient described the pain as constant shooting, stabbing, and throbbing worse with sitting, standing, walking, bending, twisting, lifting and weather changes. The patient also associated weakness, numbness, and sexual dysfunction with the pain. Per the doctor¿s notes: diagnosis of cervicalgia and failed back surgery. On (B)(6) 2011 the patient presented with severe back pain with radiation into legs, right side greater than left. The patient complained of significant burning, stabbing pain in the right hip, leg and foot . The patient also stated that the pain was worse since the (B)(6) 2010 surgeries. The patient also stated that the pain was interfering with activities of daily living, the patient had some tenderness over the lumbar paraspinal musculature. The patient walked with the assistance of a cane. On (B)(6) 2011 the patient presented with some back pain and occasional leg numbness. The patient stated they felt ¿something sticking out of the lumbar incision.¿ the doctor inspected the incision and found a small suture protruding through the inferior aspect of the incision which was trimmed off. The patient underwent a lumbar spine CT which showed post-surgical changes of the posterior lumbar fusion with laminectomy at the l3 through l5 levels with no evidence of acute hardware complications; multilevel degenerative changes of the lumbar spine; l4-5 mild bilateral neural foraminal narrowing; and l5-s1 thickening of the ligamentum flavum, mild to moderate narrowing of the bilateral neural foramen, mild, broad based dis bulge. A cervical spine x-ray was taken which showed hardware alignment anatomic; degenerative spurring anteriorly at c4-c5 and c6-c7 with large spurs encroaching on the neuroforamina at the level of the effusion at c5-c6. On (B)(6) 2011 the patent presented with severe back and chronic neck pain with some radiation to arms and legs. On (B)(6) 2011 the patent presented with anxiety and chronic pain. On (B)(6) 2011 the patient presented with the pain. On (B)(6) 2011 the patient presented pain and underwent a spinal cord stimulator trial. On (B)(6) 2011 the patient presented with severe back pain radiating into bilateral legs - failed back surgery syndrome. The patient had the trial spinal cord stimulator removed and a permanent placement surgery was scheduled. On (B)(6) 2011 the patient presented with the pain. On (B)(6) 2011 the patient presented with the preoperative diagnosis of chronic pain; limb pain; lumbosacral neuritis; and post laminectomy syndrome. The patient underwent a surgical procedure which consisted of a spinal cord stimulator lead and generator implantation. No complications were reported. On (B)(6) 2011 the patient presented with the chronic back pain; failed back surgery syndrome; lumbar degenerative disc disease; and chronic neck pain with radiculopathy in both arms. On (B)(6) 2011 the patient presented with chronic pain and neuritis. On (B)(6) 2011 the patient presented with chronic pain; back pain; and tenderness and pain over neck with radiation into the shoulders and arms on (B)(6) 2011 the patient presented with chronic pain. On (B)(6) 2011 the patient presented with some back pain which increased with activity. On (B)(6) 2011 the patient presented with severe chronic neck and back pain. The patient had their spinal cord stimulator reprogrammed. On (B)(6) 2012 the patient presented with back pain radiating into the hips and legs and neck pain. On (B)(6) 2012 the patient presented with pain associated with lumbago. On (B)(6) 2012 the patient presented with severe left shoulder pain radiating into the neck with associated symptoms of popping, swelling, and weakness. An x-ray was taken which was negative ¿ no evidence of fractures, dislocations, or other pathological bone or joint changes. The patient received a shoulder joint injection. On (B)(6) 2012 the patient presented with chronic low back pain with radiation into the hips and legs. On (B)(6) 2012 the patient presented with moderate worsening pain in lower back and legs (bilaterally). The patient described the pain as aching, burning, sharp, and with numbness with symptoms aggravated with activity or standing. The patient also reported incontinence, dysuria; muscle weakness; easy bruising; aphasia; difficulty concentrating; headaches; memory impairment; seizures and speech changes. On (B)(6) 2012 the patient presented with lower back, leg and neck pain. On (B)(6) 2012 the patient presented with lower back, leg and neck pain. The patient described the pain as burning, numbness, sharp and shooting that worsened with activity. The patient also complained of muscle weakness; leg and arm joint pain, and arthropathy. On (B)(6) 2012 the patient presented with lumbago; muscle weakness; lower leg, and upper arm joint pain; and severe left shoulder pain radiating into neck. The patient received a shoulder joint injection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, patient presented for follow-up on back pain, anxiety. On (B)(6) 2015, patient presented for follow-up on back pain, anxiety and cholesterol. Patient reported chronic back pain. On (B)(6) 2015, patient presented for follow-up on back pain, copd and anxiety. On (B)(6) 2015, patient presented for follow-up on cholesterol, back pain, depression and copd. On (B)(6) 2015, patient presented for follow-up on anxiety, depression lipids and back pain. On (B)(6) 2015, patient presented for follow-up on anxiety. On (B)(6) 2015, patient presented for office visit for anxiety, depression, back pain, copd. On (B)(6) 2015, patient presented for office visit.

Event description:
On (B)(6) 2006 the patient underwent spiral CT scan of the cervical spine with axial, coronal and sagittal reconstruction images, which demonstrated osteoarthritis and no acute fracture. The patient underwent spiral CT scan of the chest with IV contrast, which demonstrated unremarkable CT scan of the chest. The patient underwent CT of head without contrast, which demonstrated unremarkable CT scan of the brain. The patient underwent x-rays of shoulder int/extrn*r, which demonstrated no acute fracture. The patient underwent x-rays of lumbar spine ap/lat views, which demonstrated absent posterior elements between l2 and l5, no acute fracture or significant arthritic change.

Event description:
It was reported that on (B)(6) 2003 the patient was reported to have urinary incontinence and erectile dysfunction related to his back injury. (B)(6) 2003 the patient underwent a psychological evaluation. Clinical impressions suggested that the patient had significant depressive symptoms suggesting a major depressive disorder, single episode of moderate severity, including depressed mood, loss of interest in previously enjoyed activities, sleep disturbance, fatigue, thoughts of death and pessimism about the future. On (B)(6) 2004 the patient underwent a psychological evaluation. Diagnosis of mood disorder due to pain. On (B)(6) 2004 the patient continued to suffer from impotence, incontinence and pain.